Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error. Unable to determine unresponsive keypad due to critical pump error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical pump error as well as pump error alarm. The customer¿s blood glucose level was 150 mg/dl at the time of the incident. Customer also states that the insulin pump was not working. Customer stated that the insulin pump had a keypad anomaly. Customer stated that the numbers was not ramping on their own. Customer also stated that the scroll bar is moving with no input. Customer stated that the that all buttons was unresponsive except for up and down. The insulin pump will be returned for analysis.